Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the pacemaker failed to be interrogated via radio frequency (rf) telemetry. The pacemaker was then able to be interrogated via inductive telemetry. The patient was stable in condition.